Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the 97755 intellis recharger (s/n (B)(6) revealed that "no device found" message was shown. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt had been unable to charge their ins due to the following chronic error messages: recharging needs attention; recharger problem; system problem - rm03; software problem - 1. Intellis; 2. 3.6; 3. 1546 4. Appmanager.c. Pt commented for a year now they could walk around the house while recharging ins without any issues <(>&<)> charged fast. Pt said the current situation has been occurring probably for a couple of months now where they are struggling to recharge the ins. Pt mentioned with the previous one they had to recharge once if not multiple times a day b/c of frequency. Pt said with this one they can go a day or two (usually about 2 days) between charging sessions. The manufacturer's patient services specialist (pss) had pt reset the controller while collecting model/serial numbers. Pt said battery empty displayed after the controller bp was reinserted and screen powered on. Pt provided current battery level for ptm 90%. Pt said the bp will rapidly deplete due to issues. Pt inspected the recharger cord during call without detecting any visible damage while confirming they noticed the recharger got hot during last recharge session which they had never noticed before. Pt said it can take hours to recharge the ins b/c they keep having to restarting the charger or "it will say it cant find it". The issue was not resolved. No symptoms were reported.